Event description:
Meter name: one touch ultra. Strip name: lifescan one touch ultra. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: shaky and nausea. A patient reported they were seen by dr. Their meter allegedly would only prompt insert strip. The result on their meter was unable to test. It is unknown if customer was tested at dr's office. No comparison reported. No treatment reported. No further information has been reported.